Event description:
Information received from the field does not address the patient's clinical status but notes that during the ventricular capture test, atrial sensed events occurred after ventricular paces. The atrial sense test showed no atrial activity for about 1.5 seconds. A chest x-ray revealed lead dislodgement. The physician elected to program the device to vvi.